Manufacturer narrative:
An event of pleural and pericardial effusion, cardiac tamponade, perivalvular leak (pvl), aortic insufficiency (ai), congestive heart failure, annular rupture, and shortness of breath was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported perivalvular leak and aortic insufficiency could not be conclusively determined. The cause of the reported pleural and pericardial effusion, and cardiac tamponade could not be conclusively determined. The reported hospitalization and surgical interventions were results of case-specific circumstances as post-implant valvuloplasty was performed to address the perivalvular leak, another valve was implanted (valve-in-valve), the valve was surgically explanted, the annular rupture was repaired surgically, and a surgical valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had symptomatic aortic stenosis with a mean gradient of 47mmhg and aortic valve area 0.9 cm², and lvot calcium. The patient's annulus was measured with a perimeter of 81.7mm, an area of 498.9mm, and an average diameter of 26.2mm. The patient's activated clotting time (act) level was greater than 300 seconds. Pre-dilation was performed with a 22mm non-abbott valve. The valve was implanted. The final implant depth was 5-6mm from the non-coronary cusp (ncc). It was noted that transthoracic echocardiogram (tte) confirmed good expansion, placement and function with no paravalvular leak (pvl) the balloon was removed, and a pigtail reintroduced into the left ventricle and hemodynamic measurements post tavr valve placement was then obtained. An aortogram was performed that confirmed no further aortic insufficiency (ai) or pvl. On 02 october 2025, the patient was up in a chair with no distress without complaints. The patient was then discharged home. On 09 october 2025 the patient returned to the hospital, presenting with shortness of breath and bilat leg swelling for five days. On chest x-ray, pulmonary congestion and bilateral pleural effusion was noted. The patient was also noted to have an elevated a moderate perivalvular leak (pvl), moderate-severe central leak and a mild pericardial effusion was identified. It was also noted that the patient had an elevated n-terminal pro-b-type natriuretic peptide (probnp). Echocardiogram revealed mild pericardial effusion, moderate pvl and aortic regurgitation volume of 32ml and regurgitant fraction (rf) of 33% suggestive of moderate ai. The patient improved with diuretics. It was decided to perform a post dilation of the valve. The patient was discharged home on bumex and fluid/salt restriction. The patient returned to the emergency room due to congestive heart failure (chf) due to aortic regurgitation. Transesophageal echocardiogram revealed severe ai due to navitor valve leaflet. The patient was re-admitted to the hospital for congestive heart failure due to severe aortic regurgitation. On 15 october 2025, a 26mm non-abbott post-balloon aortic valvuloplasty (bav) was performed. After the post-bav the leak was still visible on transesophageal echocardiogram (tee). A non-abbott valve was implanted valve-in-valve. After the second valve was expanded, an annular ruptured occurred. The pericardial effusion developed into a cardiac tamponade. A pericardiocentesis was performed, however the patient was converted to cardiac surgery. Both valves were surgically explanted. The aortic root was repaired, and a non-abbott surgical valve was implanted. The user believed deploying the 26mm valve inside the navitor valve and significant annular and left ventricular outflow tract calcium caused the annular rupture. As of 31 october 2025, the patient was still in the hospital.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 81.7mm, an area of 498.9mm, and an average diameter of 26.2mm. Pre-dilation was performed with a 22mm non-abbott valve. The valve was implanted. The final implant depth was 5-6mm from the non-coronary cusp (ncc). On (B)(6) 2025 the patient returned to the hospital, presenting with a moderate-severe central leak. A 26mm non-abbott post-balloon aortic valvuloplasty (bav) was performed on (B)(6) 2025. After the post-bav the leak was still visible on transesophageal echocardiogram (tee). A non-abbott valve was implanted valve-in-valve. After the second valve was expanded, an annular ruptured occurred. Both valves were surgically explanted. The aortic root was repaired, and a surgical valve was implanted. The user believed deploying the 26mm valve inside the navitor valve and significant annular and left ventricular outflow tract calcium caused the annular rupture.